Event description:
The positive pressure caps on port-a-cath tubing could not be removed. It is a practice to change the positive pressure cap before drawing blood cultures; however, the rn did not want to damage the port tubing for fear of having to re-access the port with a new tubing and needle. Therefore, the blood culture was drawn through the old cap. We have had several similar complaints regarding this product. The staff find that it is hard to take the sterile cap off to place on patient's central line tubing, as well as remove once on the tubing.